Manufacturer narrative:
(B)(4)- occlusion; no known device problem; use of device issue; actual device not evaluated. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
The following information comes from "the (B)(4) journal of vascular surgery" 2015 vol.24, no.3. Page 477. Vessel occlusion of left femoral artery requiring surgical treatment occurred after deployment of an angio-seal sts plus following pci. An angio-seal sts plus was deployed in lt-cfa following pci. Bleeding occurred following deployment and manual compression was applied until hemostasis was achieved. Shortly after hemostasis, dorsalis pedal pulse on the left side was not present and symptoms of the intermittent claudication appeared in left lower extremity. The patient's abi dropped postoperatively. A CT angiogram revealed a lt-cfa occlusion with collateral filling. A thromboendarterectomy was performed for the treatment of the lt-cfa occlusion. It was confirmed the obstructing material, covered with intimal layer, had adhered to the vessel wall. The anchor was found in the obstructing material. It was reported that the puncture site where the angio-seal was deployed was made near a previous puncture site of a tevar procedure. The patient's abi improved and the intermittent claudication resolved.